Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3ml ll w/ndl 21x1 rb the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: a fissure/crack/break in the hub of the syringe was found.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Based on the photo investigation the symptom reported is confirmed. Since no samples displaying the reported condition were received a potential root cause could not be defined. Furthermore, a device history record review was completed for provided lot number 1308202. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd syringe 3ml ll w/ndl 21x1 rb the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: a fissure/crack/break in the hub of the syringe was found.